Manufacturer narrative:
Continuation of d10: product ID a820; serial# unknown. Product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding a patient with an implantable pump for non-malignant pain. It was reported that the patient's personal therapy manager (ptm) had code 518 yesterday during refill and was also experiencing a lag at 90%. Tech services explained that code 518 is a communication error and the patient should exit the app and try communication again. Tech services also educated the rep on clearing the data to prevent 90% lag. The rep was not with the patient or the health care provider (hcp) at the time of the call. Additional information received from the healthcare provider via a device manufacturer representative indicated that the cause of the error was due to too many programs running in the background. Deleting the programmes resolved the issue.